Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, itchy irritation under the device and other places as well. Patient reported having allergic reactions to many metals including nickel and silver. Her primary doctor believes the rash may be due to some combination of medication changes and the metals in the vest. Patient also mentioned a history of lupus. Patient's doctor prescribed medications to stop the itching. The irritation worsened and spread to her legs. Patient is under her doctor's care.